Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported issues with the sensors. Customer stated that the sensor readings were way off. Customer stated that the blood glucose goes up and gets lost sensors. Customer's blood glucose was in 400's mg/dl and sensor glucose reading was in 200's mg/dl. Customer treated with manual injection. No further information provided.